Event description:
A trauma patient was intubated and on the draeger evita ventilator. While still in the ed the ventilator alarmed "peep valve error-contact draeger services". Respiratory therapy took patient off the ventilator to ensure ventilation (bag mask with peep valve) and switched out the ventilator before taking up to shock trauma. The ventilator was evaluated for twenty-four hours and verified the problem was a leaky expiratory valve. While looking in the ventilator logbook there were multiple flow sensor, minute volume alarms, and leak alarms prior to the peep alarm. As a result, each time a flow calibration is done with a leak, the peep valve becomes further away from base line, hence a peep valve error. The exhalation valve and flow sensor were replaced. A peep valve calibration was performed and the ventilator was ran for twenty-four hours without deviation in volume or peep. It's the belief that replacement of the exhalation valve or tightening of the diaphragm would have averted this event.